Event description:
It was reported that during school hours the patient experienced persistent hyperglycemia with blood glucose readings over 400 mg/dl, a small trace of ketones, and evidence of insulin leakage and buildup at the pump connector; fast-acting insulin was given per clinician direction, full supply set was changed, and long-acting insulin was administered, after which the patient was instructed to remain off the pump for the recommended intervals. Customer care provided support that included communications with the caregiver and analysis of the information provided. Investigation of this case revealed a fluid leak traced to the connector/coupler consistent with a seal or component failure. No clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or lasting impact. It was concluded, based on previously established findings for similar reports, that the cause was a connector-related leakage consistent with component failure.